Event description:
The user site reported that prior to a 3dimensions patient exam on (B)(6) 2025, the c-arm of the device experienced jerking motions. No user or patient injury was reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed the jerking c-arm and tomography movement. The fse observed that when the c-arm moved, its stuttering caused the device to shake the fse tightened the gantry mounting bolts, which had no effect on stopping the shaking movement. The fse tightened the c-arm vta rotation mounting bolts, which were all loose by at least 1 turn. The fse checked c-arm movements in all directions alongside testing tomography imaging, and verified that the system is now operating according to manufacturer specifications no further information is currently available.